Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting off. The customers blood glucose (bg) level was "high"; although specific value was not provided. Bg was addressed by husband administered insulin, provided water, and encouraged exercise. Reportedly, the customer was using a non-tandem charging supplies in an attempt to charge the pump. The pump charged successfully after the customer used a 2nd charging cable and adapter. The customer continued to use the pump for insulin therapy.